Event description:
Pt reported that back to back tests performed on their ss meter using different finger sticks were 18 and 121 mg/dl (148% difference). No symptoms were reported. On follow-up, the pt confirmed the results. Lfs rep reviewed qc procedures and discussed how to get enough blood for testing. Replacement meter, control solution and strips were sent to pt. There was no allegation of harm.